Event description:
It was reported that during a knee scope and meniscus repair, the needle of the cartridge got stuck on the novostitch pro repair system and couldn¿t deploy the second time. The procedure was completed with a backup device and no significant delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H6. Visual inspection and functional testing could not be performed because the device, used in treatment, was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution.